Event description:
User received discrepant urine total protein results on three pt samples. The samples were tested for a site to site method comparison study. No pt results were reported. All samples were repeated twice in 2008 on a different analyzer. Sample 1 initially recovered 15 mg/dl and repeated as 35 mg/dl and 31 mg/dl. Sample 2 initially recovered 34 mg/dl and repeated as 43 mg/dl and 44 mg/dl. Sample 3 initially recovered 56 mg/dl and repeated as 75 mg/dl and 73 mg/dl. If additional info is received, appropriate notification will be provided.